Event description:
It was reported that the patient had a loss of stimulation / therapeutic effect. It was noted that the patient had a follow up appointment on (B)(6) 2013 to discuss a revision of the lead. It was noted that impedance testing was performed and the impedance check was normal. It was noted that the patient was alive with no injury. It was noted that the patient did not feel stimulation. It was noted that there were no other patient complications. It was noted that this event occurred after the implantable neurostimulator was exchanged and no stimulation was felt post-operatively. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot # j0114105v, implanted: (B)(6) 2001, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 74001, lot # n321500, implanted: (B)(6) 2013, product type adapter. (B)(4).